Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump registered a high blood glucose (bg) reading; value was not provided. The customer administered manual injections to treat bg. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed.